Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed insulin flow blocked. The customer's blood glucose was 270 mg/dl at the time of incident. The customer performed troubleshooting and insulin did exit. The customer also reported that they experienced high blood glucose of 496 mg/dl. The customer stated that they treated the high blood glucose with bolus. The insulin pump will not be returned for analysis.